Event description:
The manufacturer received information alleging a ventilator would not pass service testing the device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower and flow sensor assembly were replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously filed a correction to state that the flow sensor assembly was cleaned not replaced. The date of awareness of the new information was reported incorrectly as (B)(4) 2019. The correct date of awareness was (B)(4) 2019.

Manufacturer narrative:
The manufacturer had previously report that the flow sensor assembly was replaced to address a service test failure. The flow sensor assembly was cleaned not replaced.